Event description:
I am writing on behalf of my husband. We have been using the freestyle libre 3 sensors for more than 6 months and identified some time ago that the readings were not accurate as his physician told us his a1c was much higher than it should have been given the readings in the app. We started doing finger sticks with readings often 50-100 mg/dl lower than a finger stick indicates. We received the notice regarding the faulty sensors and I checked the serial numbers of the sensors we have used. None of them were considered faulty, despite them giving inaccurate readings. I didn't know there was a way to report this previously, but I believe that the scope of the defect is much larger than the manufacturer currently realizes. This should be investigated further. Pt code: 4582. Device problems: 2917, 1535. Ref reports: mw5179987, mw5179989.